Event description:
The manufacturer received information alleging a ventilator required preventive maintenance. There was no harm or injury reported. The device was evaluated onsite by the manufacturer's field service engineer. The device failed a test step during testing indicating a malfunction of the device's proportional valve. The engineer needs to replace the proportional valve, flow sensor assembly, system board, three-way solenoid valve and blower assembly to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator returned for preventive maintenance failed a test step during testing. The proportional valve, flow sensor assembly, system board, three-way solenoid valve and blower assembly were replaced to address the issue. The components were returned to the manufacturer's product investigation laboratory (pil) for further investigation. The pil technician confirmed the following component investigation results. Pil installed the trilogy evo solenoid valve on the trilogy evo stb and then tested the solenoid on the pil trilogy evo multifunctional test station for aecm verification and solenoid current verification at pretest and aecm verification at posttest and passed testing at posttest, however failed aecm verification testing at pretest. Pil suspects that internal contamination caused the failure of the solenoid. The other components were tested by the pil technician and were found to operate as designed. All components have been scrapped.